Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with suction catheter kit. The customer states "that during intubation attempt, the white fingertip controlled catheter valve body broke off from the catheter line itself preventing the md from suctioning the patient."